Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia during the reported event period. The hyperglycemia began during a period of insulin suspension due to an empty insulin cartridge and did not resolve when the cartridge and infusion set were replaced. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure to maintain the device to ensure continuous insulin delivery by not replacing the insulin cartridge, as well as a failed infusion set.

Event description:
On 6/13/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/11/24. On 6/17/24 a beta bionics customer care agent followed up with the user's mother about the event. The mother reported that the user ran out of insulin overnight, leading to the user feeling sick in the morning. After refilling the cartridge and replacing supplies, the new infusion set leaked, preventing insulin delivery. The user was taken to the hospital by their parents and later transferred to another hospital by ambulance. The highest blood glucose level recorded was 635 mg/dl, and the user's levels were out of range for about 20 hours. Ketone testing showed trace ketones. The user received an insulin drip and fluids to stabilize their condition. It was not reported how long the user was in the hospital. Immediate health effects included dka and nausea. The user was using the convatec inset (23", 6mm) teflon cannula infusion set.